Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the leaks into the machine and cannot be removed from the insulin pump. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.